Event description:
Per (B) (4) adverse event report, this pt went to the ER with complaints of swelling and pain around the ICD site. Further investigation revealed the presence of a post-operative hematoma. Pressure dressing was applied and medication was prescribed. On (B) (6) 2010, the hematoma was noted to have expanded and a minimal amount of drainage from the incision was described. Pressure dressing was applied and pt was admitted to the hospital. On (B) (6) 2010, the hematoma was soft with mild fluctuance and no fever was noted. All records indicate that the system remains implanted. Corox otw-s 75-bp, (B) (4), MDR 1028232-2010-00948. There were also 2 medtronic leads involved: 6847, (B) (4) and 5076, (B) (4).